Event description:
It was reported that during the implant attempt, the lead tip was bent as it was introduced through the seal of the safe sheath introducer. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and all conductors were distorted. It was also noted that there was blood in/on the helix/lobe mechanism.